Event description:
It was reported that post successful stent implantation in the right internal carotid artery, the patient experienced symptomatic hypotension that prolonged hospitalization. Intravenous dopamine followed with epinephrine and fluids were given and the event resolved 4 days later. The patient was discharged to home 4 days post-procedure. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The reported hypotension is a known adverse event as listed in the xact instructions for use. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.